Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set cannula bent event and went to emergency room and eventually got hospitalized on (B)(6) 2024. The glucose level was high and the patient was treated with IV and fluids of saline and insulin. No further information available.